Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an interruption in message flow. The technical support specialist (tss) determined the interruption in message flow was caused by server restarts during hospital-side maintenance. The technical specialist discussed the customer¿s goal and verified options to access the required information through existing reports and menus, including knowledge portal (kp). If the report was available, the tss guided users on accessing and exporting data for formatting in excel. For kp-related cases, offered assistance to connect with sales or a kp agent. When the customer referenced a previous custom report, the tss requested the case number and sample file, fulfilled the request, and advised submitting an enhancement request. For first-time custom report requests, the tss explained the policy against creating custom reports and provided enhancement request instructions. If the customer had concerns or no alternative access to data, the tss escalate to a tl or tsc manager for guidance. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a query request to track patient admission status in pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.